Manufacturer narrative:
Product complaint # (B)(4). Date of event: only month and year are known. It is assumed first day of the month, that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Patient was an (B)(6) yr. Old woman with a left upper lobe lung mass. Started off with a wedge resection which tested positive for cancer, so preceded with a lobectomy. Had the apical of pulmonary artery to the left upper lobe dissected out then introduced the pvs to divide the vessel. One issue with stapler in general is the shaft is not smooth. There is a point midway on shaft that when introduced into patient it catches on soft tissue. The surgeon stated that they normally do not put ports in their patients. When the stapler catches on tissue, it requires to push with a little bit of force to get the stapler unstuck. When the surgeon pushed, the stapler caught a branch which started to bleed. However, the surgeon was able to get the stapler around all of the branches, but it would not fire. No sounds were noted at all. This was the first firing of device. The battery was not rotated as part of troubleshooting. The device opened with no problem. Put a sponge stick so could not see where bleeding was coming from, probably branch of pulmonary artery. Looked at stapler briefly after removed. Looked like a few staples were starting to come off of cartridge. Patient status: she woke up and doesn't seem to have any neurological deficit, very physically weak. So far hemodynamically fine and breathing on her own. Bp and heart rate fine. Do not have the original cartridge, surg tech removed and was putting on new one on before a new stapler was opened. The area the surgeon is referring to the areas in front and behind the articulation joint. They're silver areas. He described that those ridges often get caught on thin, friable tissue - often when about to staple across a vessel. They also use the da vinci robot and referenced the disposable sleeve that is put over the entire articulation joint to make it a smooth surface. He¿s exploring using flexible ports to protect tissue in the future.

Event description:
It was reported that during an unknown procedure there was a stapler misfired and cause patient injury. The stapler was reported to have been closed on a branch of the pulmonary artery. The stapler did not fire. Multiple attempts were made and still would not fire. As a result, the patient sustained massive bleeding, needed 8 transfusions and coded 2 times.